Event description:
It was reported that the patient's implantable neurostimulator (ins) and leads were explanted and replaced on (B)(6) 2011. The reason for the replacement was not given. It was noted that the patient had to increase the settings on his ins after the replacement. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had 'increased' pain and the cause of the event was unknown. Attempts to r eprogram the device were made on (B)(6)-2012; turning the amplitude up showed 'good' impedance and the patient left with 'good' pain relief. There were no hospitalizations and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: (B)(4), lot#: n0053668, serial#:, implanted:, explanted:, product type: lead. Product ID: (B)(4), lot#: n0053668, serial#:, implanted:, explanted:, product type: lead. Product ID: (B)(4), lot#:, serial#: (B)(4), implanted:, explanted:, product type: programmer. Patient product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. (B)(4).